Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned an evaluation will be conducted, and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the patient experienced low blood glucose levels and was treated with glucagon.